Manufacturer narrative:
The actual complaint product was not returned for evaluation. One retain sample was inspected and there were no anomalies noted. No complaint or manufacturing trend was identified. The root cause could not be determined.

Event description:
It was reported that a patient experienced a chemical burn associated with the use of the solution. It was noted that it was missing the neutralizing disc. Additional information received from the company account on (B)(4) /2015 in the form of a completed adverse event form. The event occurred in the left eye on (B)(6) 2015. It was noted on the form that the consumer claimed the solution kit did not have the neutralizing disc, but used it anyway thinking that the system changed. Symptoms included severe foreign body sensation, moderate redness, watery discharge, and severe corneal staining with an extent greater than 50% of the cornea. The clinical diagnosis was chemical keratitis, and the consumer was prescribed a bandage contact lens with the use of artificial tears, and was given a new lens case. A follow-up appointment was scheduled on (B)(6) 2015. The issue resolved and lens wear resumed. The examination record for exam date (B)(6) 2015 were also received on (B)(4) 2015. The record dated (B)(6) 2015 stated that the consumer's chief complaint was pain in/around the eye. There was no history of the present illness/ condition. The ocular complaint revealed that the consumer opened a new solution kit the previous night and stated that it was missing the metal piece, and that it came that way. The consumer thought it was a new design so she left her lenses to soak in the lens cup. She experienced eye pain as soon as she put the lens on. She rinsed the lens and was wearing it that day. However, the pain was still present. The consumer reported an increased sensitivity to lights, and is experiencing worsening symptoms. The light sensitivity began that day, and the event happened that morning. The consumer had to remove the lens when she arrived at the doctor's office. Only the left eye is affected. The examination revealed normal readings for the pupils, eyelids, sclera, iris, anterior chamber, and the lens. The examination of the cornea revealed areas of punctate epithelial keratitis, 3+, with no infiltrates. The conjunctiva revealed generalized hyperemia of the bulbar conjunctiva. The severity of the presentation was estimated at 2+ moderate. The noted impression was keratitis secondary to medicamentosa. The treatment plan included irrigation of the left eye, artificial tears to be used when necessary, application of a bandage contact lens to be worn until removed at the doctor's office, and the return to the office in 1-2 days. The diagnosis was superficial keratitis. The examination record for exam date (B)(6) 2015 noted normal readings for the consumer's pupils, eyelids, cornea, conjunctiva, sclera, iris, anterior chamber, and lens. The impression was keratitis secondary to medicamentosa. It is stated that the condition resolved. The bandage contact lens was discontinued, and resumption of normal lens wear was permitted, with the use of artificial tears when necessary.

Manufacturer narrative:
The device is currently in process of being returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).